Event description:
The pt developed diffuse lamellar keratitis in the left eye after undergoing a lasik procedure. The flap was lifted and irrigated. Antibiotics and steroids were applied topically. The pt has returned to bcva 20/20.